Manufacturer narrative:
B3. Date of event; corrected information; initial MDR inadvertently included incorrect information in initial submission.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the after months of having the device implanted, the patient began experiencing chest pain, fatigue, and persistent tiredness. It was stated that after attempting to manage all the clinical symptoms the patient was presenting, they decided to refer him to the neurosurgeon to relocate the generator to the right pectoral area. No additional relevant information has been received to date.

Manufacturer narrative:
Correction; MFR. Rep # 1644487-2025-10842 captures the investigation for this event. No further investigation will occur in MFR. Rep # 1644487-2025-10863.

Event description:
This event (MFR. Rep # 1644487-2025-10863), was discovered to have captured a duplicate event. The lead information in this file was not available in MFR. Rep # 1644487-2025-10863 at the time of file creation and the generator information was not available in MFR. Rep # 1644487-2025-10842 at the time of its creation. As a result, duplicate investigations were conducted and duplicate mdrs submitted. To reconcile, a correction will be submitted to identify MFR. Rep# 1644487-2025-10842 as the "correct file" which will continue the investigation for this event. This will house any future supplemental reports. As a result, MFR. Rep # 1644487-2025-10863 will no longer be utilized to continue the investigation. No additional supplemental information will be assessed for this file.